Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that low speed advisory alarms and pump stoppages occurred while the patient¿s vad system was connected to batteries and an ungrounded power module patient cable. The patient was reported to be asymptomatic. The manufacturer¿s technical service representative reviewed the submitted log file and confirmed the reported pump stoppages. The customer was informed that it appeared that there was a phase to phase short in the percutaneous lead (driveline). Internal x-ray images of the driveline showed an area of suspicion. Due to evidence of internal damage to the driveline, the patient¿s physician requested that the patient¿s internal driveline be externalized beyond the damaged area and be repaired above that area. On 29jun2018, the manufacturer¿s technical service representative arrived onsite. The damaged area of the driveline was externalized and a distal end percutaneous lead (driveline) replacement was performed. Post repair, there were no further pump stoppages. No additional information was provided.